Event description:
It was reported, "the constrained liner was impacted into the cup. On inspection, it was noted by the surgeon's assistant that the liner had an undisplaced fracture of the internal polyethylene ring. Another implant was made available straight away, but the surgeon insisted on continuing with the implanted liner. Rep recommended that it not be used, but the surgeon insisted on using it.'

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.